Event description:
It was reported that in ukr demo, during pre-op gap balancing screen, had 2 degrees varus pre-op and planned for 2 degrees of varus post-op. On the finishing screen, the top box that shows pre-op alignment and post-op planned alignment said that post-op planned alignment was 182 degrees of varus. This occurred on two separate cases back to back, second case planned for 5 degrees of varus and on the finishing screen it said 179 degrees of valgus). Outcomes were great and implants fit well.

Manufacturer narrative:
H10 h3, h6: the device was intended for use in treatment and case log files and screenshots were returned for evaluation. DHR review found that the software version (navio rc-5106) has been validated. A complaint history review found similar reports. The value it displays does not affect the therapeutic ability of the system, however it can cause some confusion to the user when comparing post-operative values to planned values. The probable cause of the issue was a software failure. A relationship between the device and the reported event could be established. The bug has been fixed in the next software version.